Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. The pump has a wear around the reservoir compartment and battery compartment piece missing. The reservoir was able to lock in place but it is cracked like a half moon. When inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.